Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported clip deployed on the exchange sheath was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported clip deployed on the exchange sheath could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. The initial puncture was a retrograde puncture. Reportedly, the clip was deployed and after the starclose se device was removed from the anatomy, the clip was found to be inside the tip of the exchange sheath. Hemostasis was achieved using manual arterial compression and a compression bandage. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.